Event description:
It was reported, ¿when giving chemo, they see extravasation. When they pulled out the catheter, they see a hole 20 cm in the catheter. The patient¿s arm is red and little bit swollen.¿ no other information was provided. Additional information 02/28/2024: it was reported, ¿healthcare workers were not exposed to blood or bodily fluids. Catheter was removed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.